Event description:
(B)(4). Also have swollen hands and feet. Stabbing pain in my thighs, burning in my muscles, my teeth ache really bad especially the ones with silver fillings, easy irritable, cold chills, unable to concentrate, 40 lb weight gain, feel like road kill, I've had 10 or more yeast infections over the coarse of 9 months.

Event description:
(B)(4). So right now I have abdominal pain, chronic fatigue, memory loss, severe menstrual cycle, teeth sensitivity.

Event description:
(B)(4). Also have jaw pain, restless leg, headaches, abdominal bloating, left pain in my pelvic area, have fibromyalgia, not able to sleep, have twitching in my limbs. Pain worst it rains, have pain three weeks out of a month, unable to take care of my children.